Manufacturer narrative:
Corrected fields: d4 (version or model#), e1 (event site name, event site address), h6 (medical device - problem code, type of investigation, component codes). Testing of actual/suspected device (10/3233): a getinge field service engineer (fse) was dispatched to investigate. The fse evaluated the iabp unit and ran the battery runtime test which did not pass to factory specifications. The fse replaced the batteries then ran the battery runtime test again which then passed to factory specifications. Subsequently, the fse completed all safety, functionality, and calibration checks and all tests passed to factory specifications. The iabp unit was cleared for clinical use and released to the customer. A supplemental report will be submitted upon completion of our investigation.

Event description:
N/a.

Manufacturer narrative:
Device not accessible for testing: ((B)(4)) a supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during patient transfer the cs300 intra-aortic balloon pump (iabp) alarmed "battery low" after approximately 45 minutes of battery run time. No patient harm, serious injury or adverse event was reported.

Manufacturer narrative:
Additional information:e1(event site state - (B)(6), event site postal code - (B)(6)).

Event description:
N/a.